Manufacturer narrative:
Additional information and investigation results will be provided, if applicable.

Event description:
It was reported that there was an issue with the novosyn violet suture. During a caesarean section procedure, the needle detached from the thread. This occurred while suturing the uterine muscle wall. The needle was "lost". The patient had to be re-opened to retrieve the needle which was then found. There was a surgical delay noted. Additional information was not provided.

Manufacturer narrative:
We have received (B)(4) closed samples. Tightness test to the closed samples received was performed and the units are tight. We tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 3.37 kgf in average and 2.55 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 3.48 kgf in average and 2.84 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.